Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a faulty syringe and ise (ion selective electrode) tubing. The fse replaced the syringe and tubing to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous high ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory; thus, there was no change to patient treatment or reports of injury in association with this event. There were no reports of any issues with qc (quality control) or calibration.